Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level read as "high" on their glucose meter; cause was not known. Manual insulin injection was used to address bg. Customer resumed pump therapy.